Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the speaking valve was unable to connect to a smiths medical portex® bivona® aire-cuf® tracheostomy tube. It was noted that the 15mm connector is out of specification. There were no reported adverse effects.

Manufacturer narrative:
One 7.0mm ID portex bivona aire tracheostomy tube was returned for analysis. Upon visual examination an oval deformation was noted at the connector openings; confirming complaint. The connector on the returned device was inspected and determined not to match the manufacturing specification for od and taper. A 100% iso taper inspection was implemented immediately prior to packaging the product in january 2016. No internal failures were identified since implementing the 100% iso taper inspection. Based on the evidence, the root cause is unknown.